Manufacturer narrative:
Root cause: the root cause for the reported issue of an inaccurate delivery was not determined because no products or device logs were returned.

Event description:
It was reported that the there was a discrepancy between the amount of medication actually in the syringe and the amount listed on the pump for a midazolam infusion. There was patient involvement but outcome is unknown. Although requested additional information was not provided.

Event description:
It was reported that the there was a discrepancy between the amount of medication actually in the syringe and the amount listed on the pump for a midazolam infusion. There was patient involvement but outcome is unknown. Although requested additional information was not provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.